Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry difficulty and the link electronic module (lem) board was replaced and calibrated to resolve. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer could not get telemetry during a patient check and another programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.